Event description:
A customer reported a leak form a hole in the catheter just before the catheter adapter. The patient developed peritonitis from the event. No additional information provided. Patient injury reported: yes medical intervention required: unknown (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).